Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart monitor displayed "no video detected". Another manufacturer representative (cc) called at a later time to report that while on site he was unable to replicate the issue after multiple reboots. The cc reported when the issue occurred, it was on bootup. It was reported that when the problem did happen it was right after the system was brought from storage (i.e. No power cycles prior to issue occurrence). It is unknown how long the "no video detected" message was displayed for. It is also unknown if the pcoip (pc over ip) message "unable to connect. Contact your it admin" was displayed. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, ubd: unknown, UDI#: unknown. Work order complete: a manufacturer representative went to the site to test the navigation system. It was reported that there was no fault found. Codes b01, c19, and d14 are applicable to this evaluation. A0902: applicable to "no video detected" a23: applicable to having an issue on bootup. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.